Event description:
Lcp left lateral distal femur plate broke 6-8 weeks post operative. Plate breakage was reported to have occurred as a result of patient being dropped. Plate was removed and replaced with another identical plate.

Manufacturer narrative:
H6: no conclusions can be drawn as the product was not returned for investigation.